Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for two to three hours and upon removal the tampon fell apart into two pieces, leaving a piece inside. She was able to manually remove the remaining tampon piece and did not seek medical attention.